Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine implant procedure. During procedure, it was noticed that the right ventricular (rv) lead was unable to be fixed. The physician removed the lead and used a new lead to complete the procedure. The patient was in stable condition.